Event description:
The following has been reported: "displayed error number 22 after the device is turned on." Force sensor issue. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history logs were not provided, therefore no review could be performed. The subject devices (model agilia sp mc, serial number (B)(6) ) were not returned to our laboratory for analysis as repairs were carried out locally. However, suspected defective force sensor was received as a spare part to be investigated. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, conductivity test and optical sensor test were performed. All results were compliant with specifications. It was noticied that sensor value was constant when increasing or decreasing pressure with weight. However, it was observed that the value was unstable and lower than the initial value. In addition, solders of the force senor were checked. Red wire had a hollow soldering point, allowing the wire to come off with a slight pull. Based on available information, the root cause of the reported issue is linked to a poor soldering of the force sensor. An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.